Event description:
It was reported that the patient experienced uncomfortable stimulation described as a shocking sensation when therapy was active. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the cervical and occipital leads were explanted and replaced, and effective therapy was established.

Manufacturer narrative:
Date of event is estimated.